Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was vomiting. No cgm or bg meter reading provided at this time. Due to the patient¿s symptoms, the patient¿s parent called an ambulance. When the paramedics arrived, the cgm was 312 mg/dl and the bg meter was reading 457 mg/dl. The paramedics treated the patient with unspecified IV fluids and reglan. The patient was also transported to the hospital. The patient¿s parent does not recall the date the patient was discharged. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was vomiting. No cgm or bg meter reading provided at this time. Due to the patient¿s symptoms, the patient¿s parent called an ambulance. When the paramedics arrived, the cgm was 312 mg/dl and the bg meter was reading 457 mg/dl. The paramedics treated the patient with unspecified IV fluids and reglan. The patient was also transported to the hospital. The patient¿s parent does not recall the date the patient was discharged. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.